Manufacturer narrative:
The reported event is confirmed, cause unknown. The balloon dilation catheter was returned in the opened original packaging. An evaluation of the physical sample was completed by biomerics on (B)(6)2023. Photo samples were submitted showing a portion of the dilation catheter and inflation device, however, could not be evaluated for the reported failure. Visual evaluation of the physical sample noted a crack in the balloon hub connector. The balloon was observed to be fully deflated without evidence of being ever inflated and free of damages. The catheter was noted to be free of kinks and no occlusions were observed in the hub connectors. Both portholes of the outer shaft were inspected and present with no flash. A 0.038 guidewire was introduced through the wire hub, and an attempt was made to fill the catheter with distilled water using an inflation device, however, it was not possible to inflate the balloon due to the leak in the balloon hub. The balloon was was complete only with a crack from the top to the wings and there was no evidence that it has been deformed by a crush; therefore, it is likely that the connector had been over torqued, resulting in the crack and ultimate leakage. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device." "Inspection prior to use the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." Corrections: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that when inflating the balloon dilation catheter during operation, the balloon failed to be inflated under scope following water injection by the assistant using a pressure pump. The balloon was judged to be damaged and then removed. A new kit was unpacked and used, causing no adverse impact on the patient. Per follow up information received via ibc on 03mar2023, stated the balloon could not be inflated with liquid injected and there was no burst. Also stated that the balloon was inserted into the patient, but once the failure of inflation was found, the balloon was removed from the patient. And no harm or injury caused on patient.

Event description:
It was reported that when inflating the balloon dilation catheter during operation, the balloon failed to be inflated under scope following water injection by the assistant using a pressure pump. The balloon was judged to be damaged and then removed. A new kit was unpacked and used, causing no adverse impact on the patient. Per follow up information received via ibc on 03mar2023, stated the balloon could not be inflated with liquid injected and there was no burst. Also stated that the balloon was inserted into the patient, but once the failure of inflation was found, the balloon was removed from the patient. And no harm or injury caused on patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.